Event description:
Temporary venous pacemaker failed to capture leaving patient in complete heart block, heart rate 27/minutes. Battery fully charged. A (B)(6) y/o male with 1 wk history of sob, found to be in complete heart block and temporary venous pacemaker inserted.